Event description:
The manufacturer received info alleging a ventilator's air outlet was broken. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air outlet was physically damaged. The device's air outlet was replaced to address the issue.